Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, a representative from an eye care provider's (ecp) office called to report a patient (pt) was diagnosed with a corneal ulcer while wearing an acuvue® oasys® brand contact lens (cl). The pt wore 2 cls on the left eye (os) and presented to the ecp with redness and irritation. The pt was referred to and seen by a different ecp on (B)(6) 2019 and was diagnosed with a marginal corneal ulcer os. The pt was prescribed besivance, 1 drop every 2 hours for the first day then four times a day (duration unknown). On (B)(6) 2019, additional information was received from a representative of the treating ecp: the pt was seen for a follow-up visit on (B)(6) 2019 and was told the ulcer had resolved and pt can resume cl wear. On (B)(6) 2019, the pt¿s medical records were received from the treating ecp: date of visit: (B)(6) 2019. Impression: marginal corneal ulcer, left eye. Plan: discussed diagnosis in detail with pt. Infected ulcer. Start besivance today q2h, tomorrow qid until next visit. Chief complaint: pt presents with os redness that started yesterday, pain '8' on scale of 1-10, sensitive to light. Ocular history: cat extraction w posterior chamber intraocular lens (pciol) ¿ os ¿ (B)(6) 2018. Visual acuity: current visit - snellen. Os: 20/40 -2. Slit lamp exam: conjunctiva: os 3+ injected. Cornea: os marginal ulcer @ 2:00. Lens: os pciol in place. Medications prescribed today: claritin-d 12hr 5mg-120mg table, extended release take 1 tablet po q12h. Besivance 0.6 % eye drops, suspension instill 1 drop os q2h today, tomorrow start qid. Follow-up visit: (B)(6) 2019. Impression: marginal ulcer, os. Plan: resolved, however no cl, use besivance os until sunday, should be healed by mon am, then pt can continue cl. Pt to consider different options for cl, recommend dailies. History of present illness: pt presents for evaluation of os k ulcer. Pt states her os feels better since last appt and has been compliant with besivance to os qid. Visual acuity: current visit ¿ snellen. Os: 20/40 -1. Slit lamp examination: conjunctiva: white and quiet. Cornea: os spk, k ulcer resolved. Lens: os pciol in place. Follow up: prn marginal corneal ulcer, left eye. No additional information has been received. The suspect os cl was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00rlph was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.